Event description:
A healthcare professional reported, left side device rupture. And capsular contracture, baker grade IV. The device was replaced with non-allergan brand.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, a broken device on radius assessed, as surgical damage. And missing shell observed, assessed as inconclusive. Capsular contracture: unable to observe, since it is not related to the device. Additional observations: crease fold and red particles observed, on the device. No further actions are required, as the device was implanted.

Event description:
A healthcare professional reported left side device rupture and capsular contracture baker grade IV . The device was replaced with non-allergan brand.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: rupture and capsular contracture. Continued h6 (): f2203.